Manufacturer narrative:
The following other device was also listed in this report: 28mm std lfit v40 head; cat# 6260-9-128; lot# 55922002. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available at the later time it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient showed signs of infection in right hip.

Manufacturer narrative:
An event regarding infection was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: a medical review was not performed as no medical records were provided. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar relevant events for the reported lot or sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pathology reports, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. Product surveillance will continue to monitor for trends.

Event description:
Patient showed signs of infection in right hip.